Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left tubal insert location cannot be confirmed within the tube / implant of essure on the left fallopian tube was abandoned') in an adult female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant of essure on the left fallopian tube was abandoned". The patient's medical history included sickle cell trait, anemia, recurrent uti and idiopathic thrombocytopenic purpura. Essure confirmation test was done by patient. Current weight 182 lbs. Concurrent conditions included overweight. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and pelvic pain ("pain"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced cystitis ("infection (other) describe: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain /pain"). The patient was treated with clarithromycin (macrobid), ferrous sulfate (ferosul), fluconazole, metronidazole and sulfamethoxazole;trimethoprim (septra). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, dysmenorrhoea, dyspareunia, abdominal pain lower, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, vaginal infection and weight decreased to be related to essure. The reporter commented: complication during insertion - the 2nd coil was introduced into the left ostia to the level of the black band. The patient experienced discomfort and the introducer could no longer pass beyond the tip of the black band.the introducer was passed again to the black band and released. The coils did not release because of a possible obstruction of the left fallopian tube. This procedure on the left was abandoned. Right side- 3 trailing coil (B)(6) 2010-hsg-left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful right tubal insert placement and tubal occlusion left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- new events vaginal infection, weight loss, pain were added. Medical history, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left tubal insert location cannot be confirmed within the tube / implant of essure on the left fallopian tube was abandoned') in an adult female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant of essure on the left fallopian tube was abandoned". The patient's medical history included sickle cell trait, anemia, recurrent uti and idiopathic thrombocytopenic purpura. Essure confirmation test was done by patient. Current weight 182 lbs. Concurrent conditions included overweight, vaginitis, anxiety, abdominal pain, tonsillitis, diarrhea and bacterial vaginosis. Concomitant products included ibuprofen (motrin) and paracetamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and pelvic pain ("pain"). In (B)(6)2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced cystitis ("infection (other) describe: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain /pain"). The patient was treated with clarithromycin (macrobid), ferrous sulfate (ferosul), fluconazole, metronidazole and sulfamethoxazole;trimethoprim (septra). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, dysmenorrhoea, dyspareunia, abdominal pain lower, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, vaginal infection and weight decreased to be related to essure. The reporter commented: complication during insertion - the 2nd coil was introduced into the left ostia to the level of the black band. The patient experienced discomfort and the introducer could no longer pass beyond the tip of the black band.the introducer was passed again to the black band and released. The coils did not release because of a possible obstruction of the left fallopian tube. This procedure on the left was abandoned. Right side- 3 trailing coil (B)(6) 2010-hsg-left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful right tubal insert placement and tubal occlusion left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left tubal insert location cannot be confirmed within the tube / implant of essure on the left fallopian tube was abandoned') in an adult female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant of essure on the left fallopian tube was abandoned". The patient's medical history included sickle cell trait, anemia, recurrent uti and idiopathic thrombocytopenic purpura. Essure confirmation test was done by patient. Current weight 182 lbs. Concurrent conditions included overweight, vaginitis, anxiety, abdominal pain, tonsillitis, diarrhea and bacterial vaginosis. Concomitant products included ibuprofen (motrin) and paracetamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") and pelvic pain ("pain"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced cystitis ("infection (other) describe: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain /pain"). The patient was treated with clarithromycin (macrobid), ferrous sulfate (ferosul), fluconazole, metronidazole and sulfamethoxazole;trimethoprim (septra). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, dysmenorrhoea, dyspareunia, abdominal pain lower, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, vaginal infection and weight decreased to be related to essure. The reporter commented: complication during insertion - the 2nd coil was introduced into the left ostia to the level of the black band. The patient experienced discomfort and the introducer could no longer pass beyond the tip of the black band.the introducer was passed again to the black band and released. The coils did not release because of a possible obstruction of the left fallopian tube. This procedure on the left was abandoned. Right side- 3 trailing coil. (B)(6) 2010-hsg-left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful right tubal insert placement and tubal occlusion left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded.. Lot number: 627071 manufacturing date: 2008/04 expiration date: 2010/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left tubal insert location cannot be confirmed within the tube") in an adult female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant of essure on the left fallopian tube was abandoned". The patient's medical history included sickle cell trait, anemia, recurrent uti and idiopathic thrombocytopenic purpura. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced cystitis ("infection (other) describe: bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: complication during insertion - the 2nd coil was introduced into the left ostia to the level of the black band. The patient experienced discomfort and the introducer could no longer pass beyond the tip of the black band.the introducer was passed again to the black band and released. The coils did not release because of a possible obstruction of the left fallopian tube. This procedure on the left was abandoned. Right side- 3 trailing coil (B)(6) 2010-hsg-left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful right tubal insert placement and tubal occlusion left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left tubal insert location cannot be confirmed within the tube") in an adult female patient who had essure (batch no. 627071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant of essure on the left fallopian tube was abandoned". The patient's medical history included sickle cell trait, anemia, recurrent uti and idiopathic thrombocytopenic purpura. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced cystitis ("infection (other) describe: bladder") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, cystitis, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: complication during insertion - the 2nd coil was introduced into the left ostia to the level of the black band. The patient experienced discomfort and the introducer could no longer pass beyond the tip of the black band. The introducer was passed again to the black band and released. The coils did not release because of a possible obstruction of the left fallopian tube. This procedure on the left was abandoned. Right side- 3 trailing coil. On (B)(6) 2010- hsg- left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful right tubal insert placement and tubal occlusion left tubal insert location cannot be confirmed within the tube although the tube appears to be occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr received- previously reported event "injury" updated to "infection (other) describe: bladder, dysmenorrhea (cramping), right lower abdomen pain, dyspareunia (painful sexual intercourse), implant of essure on the left fallopian tube was abandoned and left tubal insert location cannot be confirmed within the tube. Lot number, historical condition, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.